Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the display screen had scratch and was little more difficult to read and insulin pump has rejected new battery before, received unexplained no delivery alarms, pump takes about 5 minutes to accept new battery. The blood glucose was unknown at the time of the incident. The device is not expected to be returned for analysis.